Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, it was reported that during the hysteroscopy phase, the physician went down the wrong channel and perforated the muscle of the uterus. The physician aborted the procedure. Additional follow up information from the clinician confirmed the hta sheath caused the uterine perforation during the hysterocopy phase, prior to the heating phase of the procedure. The patient had a false passage through the cervix. The procedure was performed through the access of the false passage and the muscle of the uterus became perforated. No treatment was administered to the uterine perforation. There were no further complications reported with this event. The condition of the patient is reported to be "stable."